Event description:
User states the ER doctor noticed some of the pt sodium results were low and requested they be repeated. User repeated them on another analyzer and got higher values. Six pt samples were involved. Only the following 5 examples were provided. Initial result was 126 mmol/l, repeat on another analyzer gave 132 mmol/l. Same sample was repeated on this analyzer again and gave 126 mmol/l. After troubleshooting, the same sample was repeated on this analyzer and gave 134 mmol/l. User states the doctor did not believe original results and did not act on them. The field service rep determined the cause to be the ise diluent and internal standards evaporating due to volume of reagent on the system. He removed the extra reagents, replaced the calibration, calibrated and instructed user that ise calibration is to be performed every 8 hours. Performance tests were performed. A field correction has been initiated for this issue.

Event description:
User states the ER doctor noticed some of the pt sodium results were low and requested they be repeated. User repeated them on another analyzer and got higher values. Six pt samples were involved. Only the following 5 examples were provided. Initial result was 129 mmol/l, repeat on another analyzer gave 138 mmol/l. Same sample was repeated on this analyzer again and gave 129 mmol/l. After troubleshooting, the same sample was repeated on this analyzer and gave 139 mmol/l. User states the doctor did not believe original results and did not act on them. The field service rep determined the cause to be the ise diluent and internal standards evaporating due to volume of reagent on the system. He removed the extra reagents, replaced the calibration, calibrated and instructed user that ise calibration is to be performed every 8 hours. Performance tests were performed. A field correction has been initiated for this issue.

Event description:
User states, the ER doctor noticed some of the pt sodium results were low and requested they be repeated. User repeated them on another analyzer and got higher values. Six pt samples were involved. Only the following 5 examples were provided. Initial result was 129 mmol/l, repeat on another analyzer gave 136 mmol/l. Same sample was repeated on this analyzer again and gave 129 mmol/l. After troubleshooting, the same sample was repeated on this analyzer and gave 138 mmol/l. User states the doctor did not believe original results and did not act on them. The field service rep determined the cause to be the ise diluent and internal standards evaporating due to volume of reagent on the system. He removed the extra reagents, replaced the calibration, calibrated and instructed user that ise calibration is to be performed every 8 hours. Performance tests were performed. A field correction has been initiated for this issue.

Event description:
User states the ER doctor noticed some of the pt sodium results were low and requested they be repeated. User repeated them on another analyzer and got higher values. Six pt samples were involved. Only the following 5 examples were provided. Initial result was 129 mmol/l, repeat on another analyzer gave 138 mmol/l. After troubleshooting, the same sample was repeated on this analyzer and gave 140 mmol/l. User states the doctor did not believe original results and did not act on them. The field service rep determined the cause to be the ise diluent and internal standards evaporating due to volume of reagent on the system. He removed the extra reagents, replaced the calibration, calibrated and instructed user that ise calibration is to be performed every 8 hours. Performance tests were performed. A field correction has been initiated for this issue.

Event description:
User states the ER doctor noticed some of the pt sodium results were low and requested they be repeated. User repeated them on another analyzer and got higher values. Six pt samples were involved. Only the following 5 examples were provided. Initial result was 129 mmol/l, repeat on another analyzer gave 136 mmol/l. Same sample was repeated on this analyzer gave 136 mmol/l. Same sample was repeated on this analyzer again and gave 129 mmol/l. After troubleshooting, the same sample was repeated on this analyzer and gave 137 mmol/l. User states the doctor did not believe original results and did not act on them. The field service rep determined the cause to be the ise diluent and internal standards evaporating due to volume of reagent on the system. He removed the extra reagents, replaced the calibration, calibrated and instructed user that ise calibration is to be performed every 8 hours. Performance tests were performed. A field correction has been initiated for this issue.